Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 500 mg/dl. Customer treated their high blood glucose level via manual injection. Customer¿s current blood glucose level was 76 mg/dl. Customer advised the cannula was bent which resulted in high blood glucose levels. Customer was sent a box of quicksets instead of the silhouettes to resolve the issue. The insulin pump will not be returning.